Manufacturer narrative:
Investigation found no damages or manufacturing defects that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. The exact cause of the dislodging could not be determined. The external portion of the soft cannula was observed to have a tear. During fluid path testing, fluid diverted through the tear. The exact timing and cause of the damage to the soft cannula could not be determined. Investigation results additionally found no evidence of any damage or manufacturing deficiencies that would result in the pod failing to adhere. The adhesive pad was inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the exact cause of the failure to adhere could not be determined.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. It was also reported that the cannula was bent. As treatment, successfully activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.